Event description:
It was reported that the patient wasn¿t sure if the device was working, and she forgot to ask the doctor last time she saw him. It was noted that the device was fully charged and the patient charged every day. The reporter stated that before when the patient was fully charged she could feel stimulation down her legs and in her toes. Currently, the patient was not feeling stimulation from the waist down. It was reported that the patient saw the reposition antenna screen on her recharger, and a screen telling her that the device was fully charged. The patient saw a screen on the patient programmer telling her to sync. It was noted that the patient was able to sync with the implantable neurostimulator (ins) and the patient saw the stimulation on icon. The last time the patient was able to feel stimulation from the waist down was three to four days ago. It was reported that the patient fell two weeks ago and had not had the device checked since the fall. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, lot# n272367, implanted: (B)(6) 2010, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).